Event description:
Medtronic received report regarding a marksman catheter. No device malfunction was alleged/provided. Therefore the event does not meet the definition of a complaint as this time. It was reported that during placement of the flow-diverting stent, it could not be fully opened and deployed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Additional information was received that the flow-diverting stent was a pipeline flex stent. No further information was received regarding the marksman, therefore it still does not meet the definition of a complaint at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No causes or contributing factors for the failure of the pipeline to open were identified. The procedure was completed after replacing the microcatheter. The section of the pipeline that did not open was the middle segment. It is unknown whether the pipeline was positioned in a vessel bend at the time of the deployment issue, and it is also unknown whether any additional steps or devices (such as resheathing, wire or catheter manipulation, or balloon angioplasty) were attempted to open the device. There was no confirmed device issue with the marksman microcatheter. The ped remians in pateint.

Manufacturer narrative:
Update b5 and h6 -fdm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.